Manufacturer narrative:
The user facility returned the five devices to olympus for evaluation. Based on the investigation findings three of five returned devices were within the manufacturer's specifications with no anomalies found and therefore, determined to be non-reportable events. The evaluation of the referenced device was unable to confirm the reported event of a probe damage error. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn, melted, slightly lifted on the edge, but no metal exposed. The teflon pad was still attached to the jaw; however, missing a small fragment about 1-2mm on the edge and suspected to be lost. The distal end of the device was inspected under a microscope and found the probe to be bent and misaligned, but no fracture. The bent probe was most likely due to mishandling. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Please cross reference MFR. Report number: 2951238-2015-00573

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, a probe damage error message was observed on five thunderbeat devices while cutting tissue. The physician would replace the handpiece each time the error occurred, causing the procedure to be prolonged for 30 minutes. There was no bleeding reported. The intended procedure was completed with a sixth device. There was no patient injury and the patient was discharged home the same day. It was reported that each device was inspected prior to use and no anomalies were found. No further information was provided. This is two of two reports.